Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the display was scratched. Customer's blood glucose was unknown. Customer was unable to read the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with cracked battery tube threads, a stripped battery cap coin slot, a cracked reservoir tube lip, a cracked case near the display window corners and a severely scratched display window. The pump was unable to confirm the lost belt clip due to the pump being received without the belt clip.